Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reports to receive no delivery alarms, and states with a complete set change he is able to solve the no delivery alarm issue. Customer's blood glucose was 97 mg/dl. Customer declined to return infusion set and reservoir for analysis. Customer was advised if alarm persists to call back in order to troubleshoot. No further information provided.